Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 30-aug-2015. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain lower ('cramping is horrific/ left side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) with vision blurred, palpitations ("heart palpitations"), mass ("lumps in chest and arms"), migraine ("extreme migraines"), mood swings ("mood swings"), sleep terror ("night terrors"), pain ("extreme pain in my right side"), multiple allergies ("new allergies") with rash and skin exfoliation, visual impairment ("vision gets worse every day"), ovarian cyst ("ovarian cysts"), alopecia ("loose handfuls of hair a day"), dental caries ("teeth are decaying") and abdominal distension ("look 5 months pregnant some day and 8 months pregnant some day") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterotomy). Essure was removed. At the time of the report, the abdominal pain lower, palpitations, mass, migraine, mood swings, sleep terror, pain, multiple allergies, visual impairment, ovarian cyst, abdominal distension and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, dental caries, mass, migraine, mood swings, multiple allergies, ovarian cyst, pain, palpitations, sleep terror, uterine leiomyoma and visual impairment to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Case became incident. Removal details updated. Event fibroid is added. Product, patient& reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 30-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain lower ('cramping is horrific/ left side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) with vision blurred, palpitations ("heart palpitations"), mass ("lumps in chest and arms"), migraine ("extreme migraines"), mood swings ("mood swings"), sleep terror ("night terrors"), pain ("extreme pain in my right side"), multiple allergies ("new allergies") with rash and skin exfoliation, visual impairment ("vision gets worse every day"), ovarian cyst ("ovarian cysts"), alopecia ("loose handfuls of hair a day"), dental caries ("teeth are decaying"), abdominal distension ("look 5 months pregnant some day and 8 months pregnant some day") and dry eye ("they are super dry.") And was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterotomy). Essure was removed. At the time of the report, the abdominal pain lower, palpitations, mass, migraine, mood swings, sleep terror, pain, multiple allergies, visual impairment, ovarian cyst, abdominal distension, uterine leiomyoma and dry eye outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, dental caries, dry eye, mass, migraine, mood swings, multiple allergies, ovarian cyst, pain, palpitations, sleep terror, uterine leiomyoma and visual impairment to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- event dry eyes and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain lower ('cramping is horrific/ left side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) with vision blurred, palpitations ("heart palpitations"), mass ("lumps in chest and arms"), migraine ("extreme migraines"), mood swings ("mood swings"), sleep terror ("night terrors"), pain ("extreme pain in my right side"), multiple allergies ("new allergies") with rash and skin exfoliation, visual impairment ("vision gets worse every day"), ovarian cyst ("ovarian cysts"), alopecia ("loose handfuls of hair a day"), dental caries ("teeth are decaying"), abdominal distension ("look 5 months pregnant some day and 8 months pregnant some day") and dry eye ("they are super dry") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, palpitations, mass, migraine, mood swings, sleep terror, pain, multiple allergies, visual impairment, ovarian cyst, abdominal distension, uterine leiomyoma and dry eye outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, dental caries, dry eye, mass, migraine, mood swings, multiple allergies, ovarian cyst, pain, palpitations, sleep terror, uterine leiomyoma and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.